Event description:
The pump and the catheter were explanted due to an infection. The pt recovered without any sequelae. The drug infused via the device was morphine.

Manufacturer narrative:
(B)(4). Final analysis reported no anomaly with normal device function. Final analysis of the catheter was reported as torn at the pin connector.